Manufacturer narrative:
An event of device deformity could not be confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 10 mm amplatzer septal occluder was chosen for implant with an unknown 6f delivery sheath. During procedure, the device had a cobra deformation. A decision was made to remove the device prior to release from the delivery cable. The procedure was aborted. There was no interaction with cardiac structures during deployment and no angulation/kink was noticed in the delivery sheath. The physician tested the device deployment after removal from patient anatomy and noted the same cobra deformation. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.